Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon indicated that revision was necessary due to instability and chronic dislocation. Primary case took place on (B)(6) 2020 by the surgeon. A competitor cup and liner was originally inserted in combination with a depuy corail size 11 std stem and a depuy 36 plus 1.5 ceramic head. All implants were revised and replaced with depuy components. No other info is known or available to depuy at this time. Patient weight is 78.2 kg. To answer question below, no instruments were broken, therefore nothing removed from patient. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.